Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported: "no sample was returned so the visual inspection cannot be conducted. Based on the customer input, the problem was due to incorrect usage of tube during the procedure, which is due to the wrong delivery of product. Reviewing the manufacturing process, all products were subjected for 100% inspection and went through qa buy off inspection process. Any defect not meeting the specifications will be culled out during inspection. There was no sample returned for investigation to this complaint. Thus, this complaint cannot be confirmed. "Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: customer noted bleeding in several cases when using the nasal tubes. The nasal tubes that he received are much stiffer than the usual ones, causing a high frequency of bleeding during anesthesia of the children. He provided us 3 patient reports with bleedings caused by the stiff tubes. Blood loss 20-50mls, no indication for transfusion. The trauma was caused by loss of visibility of the larynx. Nasal tamponades used to stop bleeding. Associated complaints 8040412-2024-00019, 8040412-2024-00018 and 8040412-2024-00029.

Event description:
It was reported that: customer noted bleeding in several cases when using the nasal tubes. The nasal tubes that he recieved are much stiffer than the usual ones, causing a high frequency of bleeding during anesthesia of the children. He provided us 3 patient reports with bleedings caused by the stiff tubes. Blood loss 20-50mls, no indication for transfusion. The trauma was caused by loss of visibility of the larynx. Nasal tamponades used to stop bleeding. Associated complaints 8040412-2024-00019, 8040412-2024-00018.

Manufacturer narrative:
Qn#(B)(4).